Manufacturer narrative:
The customer stated the issue could not be duplicated. The unit transitioned from (direct current) dc to (alternating current) ac power as expected. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit runs on battery. Reportedly, the unit was plugged into (alternating current) ac power but was giving a "running on battery" message. It is unknown if the device was in use at time of the event. The event date was not specified; estimate used.